Manufacturer narrative:
According to the facility, "the nebulizers do not produce an aerosol and leak out the bottom, despite changing the nebulizer every single treatment." The facility reports they "feel like patients are not getting their full dose of medication. These nebulizers leak out the bottom consistently. If you use it more than once, it either does not mist and/or leaks." The facility reports "no patient harm." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "the nebulizers do not produce an aerosol and leak out the bottom, despite changing the nebulizer every single treatment."

Manufacturer narrative:
Updated h3: device evaluated by manufacturer. Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).